Event description:
A piece of the trocar broke off the distal tip and had to be retrieved from the patient cavity to complete the case. Procedure: gynecological. Patient status: no patient injury reported.